Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming, which was performed to resolve the issue. The patient's condition was stable and there were no adverse consequences.